Event description:
The pump was returned for investigation. Investigation revealed that the display was faded and pink. This report is made based on results of investigation completed on 12/10/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: the pump was returned without the meter. The pump was paired with a test meter. The pump passed all rf testing. There was no defect found. Unrelated to the complaint, the display was faded and pink. (B)(6).